Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. The most likely cause for the reported failure can be attributed to user error due to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. As no further investigation was able to be performed no change in harm was identified.

Event description:
On 12/03/2021, it was reported by a sales representative via e-mail that a ar-3633sp fibertak backed out. This occurred on (B)(6) 2021 during a quadriceps tendon repair when the fibertak drilled through the drill guide to a hard stop in the medial third of the superior patellar pole. The anchor was impacted to the midpoint of the long laser line. The suture release tab was removed as well as the inserter. The surgeon began to pull all six suture limbs out and the anchor immediately backed out from the bone. The anchor was reloaded, reinserted into the bone approximately to the midpoint of the long laser line, inserter was removed again, and once again the anchor backed out. These exact steps were taken a third time and once more the same result of the anchor backing out. The case was completed with a new hole being drilled, and a new anchor was opened and inserted without any issues. There was no patient effect reported.